Manufacturer narrative:
H11: one (1) actual device was received for evaluation with an amia patient connector attached. In addition two (2) photographs of the samples were provided for evaluation. Visual inspection of the actual sample and review of photographs showed a separation between the female connector and main body. Leak, clear passage, and clamp function testing were performed on the actual sample, and no issues were observed. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of two (2) minicap transfer sets which resulted in being unable to disconnect from the patient line of the cassette as the thread would not unscrew. This ws further described as ¿miniset had to be disconnected at the titanium adapted¿. This occurred during use of device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.